Manufacturer narrative:
The service engineer (se) verified the reported issue and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacture specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a blank lower display. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.